Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for shaft detachment from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during preparation of the 4.0x28mm xience v stent delivery system (sds), the proximal shaft separated; thus, the sds was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 4.0x28mm xience v sds was used to successfully complete the procedure. There was no additional information provided.